Event description:
Reportedly, this was an explant same day as implant. The tricentrix was not deployed, so when they came off pump and checked on echo, one of the leaflets was frozen, explanted and implanted a device. Surgeon and team leader both believe it was a suture loop. Device will be returned. No additional information available at this time..

Manufacturer narrative:
Difficulty with holder or holder sutures. Evaluation: "although all of the sutures have been removed from the sewing ring, characteristic markings remained that indicated a suture was looped around the cusp 1 and 3 commissures. Permanent indentations were present on the free margin and cusp of leaflets one and three at cusp 1 commisure and leaflets two and three at cusp 3 commisure. These indentations were most likely left by a suture that was tied tightly down and against the post at the cusp 1 and 3 commissures. A gap was visible at the coaptation region of the leaflets. No visible inconsistencies were noted in the x-ray. "